Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed and replaced during a revision surgery on (B)(6) 2025 due to nonunion. Additional information indicates a non-tmc lag screw was also removed. Upon removal of the non-tmc lag screw, the surgeon noted it had caused a fracture. All hardware was replaced with non-tmc devices. No other patient outcomes were reported as a result of this event. No deficiencies or malfunctions were alleged/found with any tmc device. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause cannot be determined based on the available information and without the return of the device. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed and replaced during a revision surgery on (B)(6) 2025 due to nonunion. No other patient outcomes were reported as a result of this event. No deficiencies or malfunctions were alleged/ found with any tmc device.